Manufacturer narrative:
This event is recorded by zimmer biomet under: (B)(4). D10: catalog#: 00770301000 z.s.g.m. Cutter 1:1 ratio (caution: sharp) lot#: unk serial#: (B)(6). Catalog#: 00770302000 z.s.g.m. Cutter 2:1 ratio (caution: sharp) lot#: unk serial#: (B)(6). Catalog#: 00770301500 z.s.g.m. Cutter 1.5:1 ratio (caution: sharp) lot#: unk serial#: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery metal lip by roller was bent. There was no patient impact. Due diligence is complete. No additional information is available.